Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that it was unknown when the short and open circuits started. The cause of the short and open circuits was still unknown; however, no further actions will be performed as the patient was not programmed on those contacts. No further complications anticipated.

Manufacturer narrative:
Concomitant products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had a short between 0<(>&<)>1 of 32 ohms and an open circuit on a bipolar pair. No further complications were reported. Refer to manufacturer report #3004209178-2017-08097 for details pertaining to the reportable related event.